Event description:
It was reported that pump screen was dark and would not turn on, and after pump was restarted a malfunction message appeared. There was no adverse impact to the customer¿s blood glucose level. Customer followed technical support instructions to attempt to power on pump using button presses and charging, then successfully restarted pump but encountered malfunction, so technical support arranged replacement pump under warranty, instructed customer to use multiple daily injections as backup insulin therapy, provided guidance on placing old pump into storage mode and returning it within 10 days, and advised customer to reprogram pump settings and reconnect cgm on replacement pump.